Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues and a direct correlation between the pump and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient¿s infection could not conclusively be determined. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and outflow graft bend relief were returned detached from the device. The apical cuff was returned and secured with the fully engaged cuff lock. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists right heart failure, infection (localized, driveline, pump pocket or pseudo pocket), and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the a device related issue did not cause/contribute to the right heart failure. The patients post-op course was complicated by right ventricular failure on milrinone 0.3 microgram/kilogram/min. The patient who for urgent clinic visit due to concern of acute decompensated heart failure. Diuretics were initially increased then decreased due to worsening renal function with creatinine of 4.0. The peripherally inserted central catheter line became dislodged on (B)(6) 2021 and inotropes were off for several hours. Despite restarting milrinone, the patient gained approximately 40 pounds in 10 days with edema, abdominal distention, non-productive cough and fatigue to mild activities. The device operated as expected. The patient was administered dobutamine on (B)(6) 2021 but despite dual inotropic support, right heart catherization showed severely elevated right atrial pressure. It was noted that the patient was treated with dialysis, ultra-filtration, inotropes, and vasodilators. Appropriate medical workup was done for a dual organ transplant evaluation. There was an attempt to titrate off milrinone to single inotrope with dobutamine. The patient underwent diuresis. The patient underwent dual heart and kidney transplant on (B)(6) 2021.

Event description:
It was reported that the patient experienced volume overload and was admitted for intravenous diuresis. Inotropes were given and the patient was reportedly in stable condition. The event was described as a right heart failure event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that he patient's post-operative course was complicated by right heart failure and they were subsequently placed on 0.3 microgram per kilogram per minute (mcg/kg/min) milrinone. The patient returned for an urgent ventricular assist device (vad) clinic visit due to concern of acute decompensated heart failure (adhf). Diuretics were initially increased then decreased due to worsening renal function with creatinine of 4.0. On (B)(6) 2021 the peripherally inserted central catheter (PICC) was dislodged and inotropes were off for several hours. Despite restarting milrinone, the patient gained approximately 40 pounds in the previous 10 days with edema, abdominal distention, non-productive cough, and fatigue to mild activities. The lvad operated as expected. Dobutamine was added but despite inotropic support, a right heart catheter (rhc) showed severely elevated right atrial pressure (rap) and severely elevated pulmonary capillary wedge pressure (pcwp) with normal cardiac index (ci). Titrating off milrinone to single inotrope with dobutamine was attempted. On (B)(6) 2021, the patient underwent dual heart and kidney transplant. It was noted that the patient had a driveline infection and right ventricular failure that accelerated the listing process. There were no device concerns.

Manufacturer narrative:
Section h6 health effect - clinical code: 4431 - thrombocytopenia. Section h6 health effect - clinical code: 1706 - anemia. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues and a direct correlation between the pump and the reported events could not conclusively be established through this evaluation. Additionally, a specific cause for the patient¿s infection could not conclusively be determined. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and outflow graft bend relief were returned detached from the device. The apical cuff was returned and secured with the fully engaged cuff lock. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists right heart failure, infection (localized, driveline, pump pocket or pseudo pocket), and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that patient had developed thrombocytopenia during hospitalization on (B)(6) 2023. Hematology was consulted but workup was negative. Left ventricular assist device (lvad) speed was adjusted. The patient developed skin condition during hospitalization. Dermatology was consulted. Condition was assessed as steroid-induced acne. The patient was prescribed doxycycline for 14 days. The patient also developed anemia during hospitalization.